Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that one of the spine clamps and thoracic probe is damaged. The surgeon stated that he is unsure when the clamp broke. It looked as though it snapped where the screw attaches. There was no patient present during this event.